Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 403 mg/dl and chest pain. Patient addressed elevated bg with a bolus via the pump. Customer received a chest x-ray and an electrocardiogram (EKG). Reportedly, customer left the ER 7.5 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.